Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was not delivering insulin and alarmed no delivery. The blood glucose reading was 310 mg/dl. The customer stated that the alarm was resolved by a complete infusion set change. She declined returning the reservoir for analysis. Nothing further reported.